Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed the reported distal fracture. Stretching was found near the fracture location. Further evaluation revealed damage along the proximal length of the guidewire lumen. If the catrx is retracted against resistance during use, damage to the guidewire lumen, stretching and a subsequent fracture to the catheter may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation of the device also revealed kinks along the proximal fractured segment. This damage is incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, a non-penumbra aspiration catheter, and a guidewire. While advancing the catrx towards the target vessel through the guide catheter, the physician decided to retract the catrx to gain better access. Resistance was encountered while retracting the catrx and the catrx stretched and fractured at its distal length. The physician then used a balloon catheter to secure the fractured catrx within the guide catheter and the system was successfully removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.